Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient went to the hospital due to elevated blood glucose levels. The blood glucose results were not provided. At the hospital, the patient used his own insulin pen to correct his elevated blood glucose levels and stayed under observation for 1 hour at the hospital.